Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, a ring-like cover from a screw on the synchroseal instrument fell off inside the patient¿s body. The fragment was retrieved during the same procedure which was completed as planned. The customer confirmed that the synchroseal instrument had no visible signs of wear, damage, or looseness on the ring-like screw covers prior to use. The fragment was retrieved using a laparoscopic grasper through the trocar. The customer stated that only one piece broke off intraoperatively. The surgical team searched the cavity using a scope and verified that no additional fragments remained in the patient's body; therefore, no post-operative imaging (e.g., x-ray or ultrasound) was performed. No intraoperative or postoperative complications were reported; however, it was noted that the procedure duration was prolonged due to the event.

Manufacturer narrative:
The synchroseal instrument has not been received for failure analysis evaluation.